Event description:
Int'l. ((B)(6)) complaint received reporting leakage issue with use of unspecified dialysis blood line tubing set and d1000 tego connectors. The initial information received reports " new tego placed on patient cvc, line clamp released. Immediately (approx) 20 ml of blood leaked from tego septum. Tego connector changed and all normal." There were no reported adverse patient consequences. The involved tego connector was discarded.